Event description:
It was reported that intermittent occlusion alarms occurred. Customer resolved the issue by acknowledging the alarm, filling the tubing, and resuming insulin. There was no adverse impact to the customer¿s blood glucose level. Caller experienced frequent occlusion issues and requested additional assistance for further resolution.